Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had packaging defects that led to a breach in the sterile barrier. No serious injury or medical intervention was reported.

Manufacturer narrative:
Received a 22ga iag unit from lot number 7299847. Our quality engineer visually inspected the returned unit and observed that the top web was misplaced leaving a portion of the bottom web exposed causing a compromised seal. This most likely occurred during start-up or while changing the roll and was missed by the operator. Manufacturing has been notified of this incident and its findings. A review of the device history record was performed and no quality issues were identified during production. All testing and sampling was found to be within product specification. The paper top web got misplaced during either a start-up or roll changeover, and was missed by the operator during the process. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd insyte autoguard shielded IV catheter had packaging defects that led to a breach in the sterile barrier. No serious injury or medical intervention was reported.